Event description:
A customer reported that their t:slim x2 pump battery would not charge, and there was a power source alert in the pump history. The customer experienced no adverse impact on their blood glucose level as the pump did not shut down, and they were not unable to turn it back on. Technical support instructed the customer to plug the wall adapter into a known working outlet for at least 30 minutes, after which the pump began charging using the original charging supplies. No further assistance was necessary.